Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cuff of this tracheostomy tube leaked after six days of use with a patient. No adverse patient effects were reported.

Manufacturer narrative:
One bivona tracheostomy tube was returned for evaluation. The device history record was reviewed for the lot number provided and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon visual inspection, it was noted to have tiny scratched next to the small hole on the cuff, perhaps caused by the device coming into contact with something sharp, or potentially from hard cartilage internal to the patient. The device wall thickness was measured and was found to be within specification. The product was tested with 20cc of air, and was unable to inflate. The customer complaint was confirmed, however no definitive root cause to the reported issue could be determined. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.